Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer didn't work. It was noted that the programmer's screen was broken, the paper drawer was empty, the paper tray was defective, the touchscreen didn't work at all and was ingressed by liquid, the left hasp was defective and the anti-slip layer was obsolete. The device was scrapped at customers approval. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer didn't work. There was no patient involvement reported. The programmer subsequently tested out of specification during manufacturer's analysis.